Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, the device could not be withdrawn from the pt. In accordance with the instructions for use, the access ports and counter traction with assertive pull were used to remove the device from the pt's anatomy. The starclose se device clip achieved hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed with the thumb advancer unlocked and proximal retracted approx 5mm of completion. Examination of the internal components found the proximal end of the safety release rod pushed inward out of its retaining tabs. This finding indicates that the safety release had been pushed rather than slid to collapse the locator wings. The vessel locator wings were broken at the distal retaining ring but still attached to the device at the proximal retaining ring and pusher body bond. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were broken and prevented from collapsing possibly by compressed tissue between the vessel locator wings and the distal end of the tube set during thumb advancement creating a difficult device removal. Based on the investigation findings, the root cause for the stuck device is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.